Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated to the hollow of the patient's left shoulder, which prevented movement and caused intense pain when the patient mobilized their left arm. The crt-d was repositioned and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.